Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had trouble with his insulin pump. Customer ran self test and had pump error alarm. Customer cleared all active insulin setting, took him to the time and date, checked settings now he sees a banner reservoir and tubing. Customer was not able to continue pump error troubleshooting. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.